Event description:
The pump was not updated with the bridge settings so the patient was getting three times the normal dose per day. The patient had no symptom change. The catheter being used for this patient is not a medtronic catheter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).